Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead had a history of intermittent low out-of-range shock impedance measurements and noise due to suspected insulation compromise. Intervention was performed and the lead was explanted and replaced without issue. A perforation was observed during the explant procedure. The lead is expected to be returned for evaluation.

Event description:
It was reported that this right ventricular (rv) lead had a history of intermittent low out-of-range shock impedance measurements and noise due to suspected insulation compromise. Intervention was performed and the lead was explanted and replaced without issue. A perforation was observed during the explant procedure. The lead is expected to be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in three segments severed approximately 88 and 146 mm from the terminal end. The total length returned was approximately 620 mm which suggests a segment of the lead appears to be missing. The extracting stylet was returned stuck in the tip section of the lead. The helix was extended with dried body fluid and tissue in the helix housing which is normal for active fixation leads. There was some explant damage observed such as cuts and tears in the insulation and extremely deformed and stretched coils in some places. There was suture tied tight onto the lead tip for extraction purposes. Electrical continuity testing was performed and passed indicating that the conductors of the segments were intact. An x-ray was performed, and no issues were noted. There was however insulation damage observed 199-215 mm from the terminal end which would be near the clavicle area. The insulation webbing damage was noted between the rate/sense and high voltage lumens. Analysis concluded that the outer insulation had thinned from clavicle/first rib abrasions but had not abraded through while implanted.